Event description:
It is reported that a pt using novopen 3 (insulin delivery device) due to insulin-dependent diabetes mellitus since november 1998 experienced a mild episode of diabetic ketoacidosis in june 2004 and was hospitalized (date unknown). It is stated that the cartridge was cracked and the needle was so tightly screwed that it was necessary to use artery forceps to remove the needle. The pt did not receive the full dose of insulin as the insulin was leaking from the cartridge the pt was re-educated and commenced a new insulin regime (date unknown) with novomix 30 (30 units), novorapid (13 units) and glargine (24 units). The pt recovered completely in june 2004.